Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a angioplasty treatment procedure a stent prematurely deployed. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo target lesion was located in the moderately tortuous, non calcified common femoral artery. The target lesion was predilated with a 3.5 x 20 sterling balloon catheter. A 6.0x30 express stent was implanted in the right iliac artery. During advancement of the 6.0x30x135cm express ld stent delivery system (sds) to the left femoral artery the sds was advanced through the implanted 6x30 express stent and prematurely deployed in the right iliac artery. A 6.0x20 non bsc balloon catheter was used to position and implant the 6.0x30x135cm express ld stent in an insignificant lesion that was not intended for treatment. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable. However, an additional procedure is scheduled to complete angioplasty of the common femoral artery.